Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. P-wave amplitude is consistently at .125 mv. Analysis of the device memory indicated atrial undersensing information. Right atrial (ra) undersensing is likely due to small p-wave amplitudes observed on electrocardiograms.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged. Before the replacement procedure, the patient had atrial flutter and undersensing was detected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.